Manufacturer narrative:
Continued: e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported a right side device rupture. Later healthcare professional reported seroma-late and reported that "patient noticed enlargement and hardening of the right breast. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as unidentified (tear) opening. Shell thickness was within specification. Missing shell assessed as inconclusive. Seroma-late: unable to observe as it is not related to the device. Visibility/ palpability: unable to observe as it is not related to the device. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side device rupture. Later healthcare professional reported seroma-late and reported that "patient noticed enlargement and hardening of the right breast. The device has been explanted and replaced with a non-abbvie device.